Event description:
Details were provided by dr's office on 05/24/2000. The pt received this implant in 1999. Pt has had recurrent bloody effusions and was aspirated in 2000. Pt received an arthroscopic synovectomy in 2000.